Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when the valve was received was at 140mmh2o. The valve was visually inspected; no defects were noted. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak and reflux tested without issue. The siphon guard was tested and passed. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon evaluation of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the sales representative, prior to implantation while being primed, a hakim programmable valve would not hold pressure. It was primed at 15 but the pressure went down to 10-11. There were no reports of delay or patient harm.